Event description:
As reported for this event by the customer, after 10 oscillations and within 30 minutes of start of the therapeutic laparoscopic inguinal hernia repair procedure, the tissue pad of the sonicbeat device came off. There was no part that fell off. There were no idle oscillations. Procedure was completed with a new device of the same model number without any delay. The patient did not need additional anesthesia. There is no harm or adverse impact to the patient. Seal functionality was being used at the time of the event. The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use with no anomaly noted. The connections to the generator were not checked. The transducer cords and other medical device cords were not bundled together. Total procedure time was within two hours. This is the first time such an event occurred with this user.

Manufacturer narrative:
Due diligence was executed for this event with the customer providing the available information. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection and testing, it was observed that the tissue pad of the device was partially peeled off. Based on the analysis results of the device. It is likely, that the peeling of the tissue pad occurred as below. The tissue pad was worn and partly peeled off, due to the ultrasound being output with the grasping part closed (including after the tissue was cut) without grasping the tissue. The instructions for use includes the following statements that warn against the issue: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad; such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur ,due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.